Manufacturer narrative:
(B)(4). Batch # j90h9y. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before a sleeve gastrectomy procedure the hand piece became jammed in the instrument while being assembled. The sales rep reported that it was very difficult to disassemble the devices and when she did that the hand piece fell apart. Procedure was completed with a competitor's device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # j90h9y the handpiece was received disassembled with the nose cone cracked. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torqueing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.